Manufacturer narrative:
Device evaluation: analysis of the returned device identified: deformation device, yellow particles, creases fold and weight to the spec. Bubbles, cloudy and voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: creases are observed but have no relationship with manufacturing. No issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side irregular shape, fibroadenoma, severe folds, "rotation with pain and hardness with intolerance to touch, by capsule contracture grade ii with zero mobility", "capsular folds", and 'hardening with progressive deformity and pain, to the point of feeling that patient was getting up and I could not breathe." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device migration, pain, dyspnea. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side irregular shape, fibroadenoma, severe folds, "rotation with pain and hardness with intolerance to touch, by capsule contracture grade ii with zero mobility", "capsular folds", and 'hardening with progressive deformity and pain, to the point of feeling that patient was getting up and I could not breathe." The device remains implanted.